Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. It was reported that the customer received a power source alert after plugging the pump in to charge. Reportedly, the customer was unable to charge the pump using the wall adapter. Additionally, damage was observed on the usb cable. Blood glucose ranged from 150-200 (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.